Event description:
It was reported that the customer received no delivery alarms on the insulin pump. The blood glucose reading was 5.4 mmol/l. The insulin pump also alarmed for a motor error during a bolus. The insulin pump had not been exposed to a strong magnetic field or MRI. The customer had been able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
There was no unexpected excessive no delivery alarms and alarm meter stop messages noted during testing. There was no unexpected motor error alarms noted. The unit passed the displacement test, rewind test, basic occlusion test, prime/a33 test, occlusion test, excessive no delivery test and motor test. There were minor scratches on the lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.